Event description:
The customer reported that angulation could not be locked on the subject device when it was being prepared for use. The subject device was sent to olympus for evaluation. During inspection and testing, the ultrasound image was not displayed on the monitor. This report is being submitted for the malfunction found during evaluation (image not displayed). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During inspection and testing, the ultrasound image was not displayed on the monitor. A review of the device history record found no deviations that could have caused or contributed to the ultrasound image not being displayed. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: ultrasound image was lost due to ultrasound probe breakage, ultrasound image was lost due to the ultrasound cable disconnection, or ultrasound image was lost due to the failure of the pc board. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides sentences similar to the following, which may help to reduce/prevent the issue: ·inspection of the endoscopic system, ·warnings and cautions or precautions, ·storage of the ultrasonic cable. Olympus will continue to monitor field performance for this device. In addition, angulation in the up direction did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover was chipped, the connecting tube was wrinkled due to the resin being cracked due to chemical stress applied during reprocessing, the universal cord and ultrasonic cable were wrinkled due to the resin becoming detached/deteriorated, the contact pins of the ultrasonic connector were corroded because of chemical stress, the scope cover was deformed due to physical stress, a streak of flare appeared in the image due to adhesive peeling around the objective lens, the electrical connector was corroded due to water leakage, and the number of missing elements exceeded the standard value due to damage on the ultrasonic probe. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.